Event description:
I have used fixodent and polygrip since 1991. As the years pass by, I notice pain and numbness in my leg, my back, and my arms to my hands. In 1997, hospital conducted a neurology tests. They said I have weak muscles and poor nerves. No one seems to be able to find a reason for these conditions. During the time I was using fixodent, I have been suffering with anemia since 2000 the year. Doctor's can't pinpoint why I suffer with anemia. They are still trying to locate why my blood is so low leveled. I was and still am using fixodent and polygrip. These may be reasons why my blood is so low and, the numbness and tingling in my arms, legs. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 2001 - 2009. Diagnosis: denture cream. Event abated after use stopped: no. I use a cane to assist me while walking and standing.